Manufacturer narrative:
The device was received deployed. Investigation found an 0x1c alarm in the device data, indicating the pump has reached expiration after 80 hours of operation. The downloaded data confirms the device has operated for 80 hours. No timeouts or drive stalls were observed in the downloaded data. No damages or abnormalities were observed with the device that could contribute to the reported communication error event. The cannula assembly was inspected and found the soft cannula torn. The torn soft cannula measured out to be 0.603" from the nail head, which is out of specification. The shortened soft cannula explains why the soft cannula was not observed in the bottom housing viewing window. The damage observed included the exposed and some of the unexposed portion of the soft cannula, just before the tip of the formed needle. Fluid was not able to properly flow through and complete the fluid path due to the damage created by the tear, the damage which removed the distal tip and cross drill of the soft cannula. Although damage was observed on the exposed and some of the unexposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose to 290 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient activated a new pod.